Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during patient use, the silence/reset led was blinking and the silence /reset button was unable to be used. The membrane, overlay, and the coin battery were replaced. Patient was manually ventilated and switched to another ventilator. No adverse effects or harm to the patient was reported.